Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set is unconfirmed because the problem could not be reproduced. One 22 ga x 0.75 in. Safestep infusion set with y-site was returned for evaluation. During functional testing of each luer, pressurization of the device during infusion of water using a 12 ml syringe revealed no leaks throughout the returned infusion set. Because a leak in the infusion set could not be found during functional testing, the complaint of a leaking infusion set is unconfirmed. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by customer that scant chemo spill, irinotecan, and leucovorin infusion and drops noted from the port needle's port closest to patient, the distal port had neutral pressure connector and was connected to intravenous fluid. Pt washed hands with soap and water and plans to double wash clothing prior to putting in dryer. On 23 may 2023: it was reported by the customer "staff and patient exposed to chemo drugs as result of leak. Staff wore protection and patient thoroughly washed area. Treatment was delayed due to incident, infusion stopped. IV tubing capped. Port needle removed and new needle inserted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that scant chemo spill, irinotecan, and leucovorin infusion and drops noted from the port needle's port closest to patient, the distal port had neutral pressure connector and was connected to intravenous fluid. Pt washed hands with soap and water and plans to double wash clothing prior to putting in dryer. (B)(6) 2023: it was reported by the customer "staff and patient exposed to chemo drugs as result of leak. Staff wore protection and patient thoroughly washed area. Treatment was delayed due to incident, infusion stopped. IV tubing capped. Port needle removed and new needle inserted. No other information was provided.